Manufacturer narrative:
Product complaint # (B)(4). There was no sample received for analysis. Only pictures of the sample were received for analysis. Upon visual inspection of the picture, an open and used product with the mesh damaged at the ring area and with body fluids could be observed. However, no conclusion could be reach as the sample was not returned for analysis. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. The photo of the product upon which this medwatch is based has been received, however, the evaluation of the photo is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a hernia repair surgery in (B)(6) 2019 and the mesh was implanted. It was also reported that during the procedure, the mesh was resolved intra-operatively; other words, it begins to absorb after short time. Another like device was used to complete the procedure. No patient consequences reported.